Manufacturer narrative:
Device evaluation: examination of the returned device revealed a complete separation of the distal shaft 44cm from the distal tip. The portion of the device proximal to the separation, including the hub, was 122cm long. The portion of the device distal to the separation, including the balloon and distal tip, was necked-down 21.5-27cm from the tip and kinked 2mm from the proximal balloon bond. There was a longitudinal tear in the outer shaft at the location of the necked-down length of the shaft. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause of the reported complaint has been determined to be user related as per the dfu the following instructions were not followed: "the apex over-the-wire and apex monorail ptca dilatation catheters are indicated for balloon dilatation of the stenotic portion of a coronary artery or bypass graft stenosis for the purpose of improving myocardial perfusion." (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a poba treatment procedure, a shaft fracture occurred. Access was obtained through the right femoral artery. The chronic totally occluded lesion was located in the left superficial femoral artery. The physician attempted to advance a guide catheter and sheath over the 4.0x40mm apex balloon catheter and the shaft of the apex catheter separated between the hypotube and the balloon and appeared shredded. The physician successfully snared it. The procedure was completed with a different device. No complications were reported and the patient's status is fine.

Event description:
It was reported that during a poba treatment procedure, a shaft fracture occurred. Access was obtained through the right femoral artery. The chronic totally occluded lesion was located in the left superficial femoral artery. The physician attempted to advance a guide catheter and sheath over the 4.0x40mm apex balloon catheter and the shaft of the apex catheter separated between the hypotube and the balloon and appeared shredded. The physician successfully snared it. The procedure was completed with a different device. No complications were reported and the patient's status is fine.